Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the prime anomaly or motor error alarm due to the blank display.

Event description:
The customer called to report insulin squirting out during the manual prime. Troubleshooting was performed, and the insulin pump alarmed motor error, followed by a blank display. The blank display could not be resolved after the troubleshooting. Advised that the insulin pump would be replaced. Nothing further was reported.